Event description:
During the procedure the distal tip of the aspiration catheter separated outside the pt. The physician was advancing the aspiration catheter over the hypotube and felt resistance between the hypotube and the aspiration catheter. The physician attempted to remove the aspiration catheter from the pt and the distal tip of the aspiration catheter became caught on the gold marker of the hypotube outside the pt. The physician pulled on the aspiration catheter and the tip of the aspiration catheter became separated. The physician removed the tip segment and continued the case. The physician advanced the aspiration catheter forward into the vessel and performed aspiration without issue. The pt is reported to be fine.